Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins). It was reported that the patient was seen at the clinic because she couldn't use her patient controller. After assessing the controller says can not deliver desired therapy setting. The rep interrogated the ins which revealed that¿electrodes 7,11,12,13,14,15 as possible¿open circuits/avoid. The rep¿was able to program off these electrodes & achieve normal stimulation where desired. The¿patient used her controller & no longer was getting error code.¿the issue was resolved.